Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the anvil attached to the stapler but when the stapler was closed prior to firing, the anvil detached as the stapler was closed. It happed numerous times until the surgeon was finally able to close the stapler to the correct position and fire. There was no difference in the pt outcome as stapler was eventually able to be fired. Donuts were thin and so pt has been on intravenous feeding for past 7 days as unable to get naso-gastric feeding tube inserted either.

Manufacturer narrative:
(B)(4).